Event description:
This unsolicited device case was received from united states on (B)(4) 2014, from an office staff (non-health care professional). This case concerns a (B)(6) y/o male pt who developed right knee pain, right knee swelling and pt had right knee effusion after receiving treatment with synvisc-one injection. No medical history, past drugs, other concomitant medication or concurrent conditions were reported. On (B)(6) 2014, the pt received treatment with synvisc-one injection, at a dose of 6 ml, once (route: unk; batch/lot number: v1301 and expiration date: july 31, 2016) in bilateral knees for osteoarthritis. The same day (five hours after receiving synvisc-one injection), the pt reported to physician's office that he experienced right knee pain and swelling. The same day, physician saw the pt and aspirated 70 cc of cloudy, yellow, bloody fluid from the right knee. The physician injected the pt's right knee with 02 cc of betamethasone (celestone) and 08 cc of lidocaine. The physician phoned the pt each day. It was reported that starting from (B)(6) 2014, the pt was recovering. Outcome: recovering for right knee pain and swelling and unk for right knee effusion. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same seriousness assessment: right knee pain and right knee swelling: serious (required intervention).